Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone low of high blood glucose of 49mg/dl. The customer treated with juice. Customer declinned to troubleshoot. The product will not be returned for analysis.